Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increasing pacing lead impedance was observed. The impedance was still considered to be within the acceptable range and the patient will continue to be monitored.